Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s nurse reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 49 mg/dl. The customer was treated with food in the hospital. Customer was feeling weakness and altered mental status due to low blood glucose level. Customer using insulin pump within 48 hours of high blood glucose of event. The insulin pump will not be returned for analysis.